Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that she had a loss or change in therapy. She was leaking and experiencing problems at night and during the day she could not make it to the bathroom. The patient also reported that she was having troubles with her device and the device was not working for her. The patient increased stimulation to the point where she could feel it and was going to contact her doctor if the situation did not resolve. No interventions or causes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient in response to follow-up reported that the patient didn't know what had led to the event. It was noted that she was very active with house cleaning and she would bend and twist a lot. She didn't know if that would cause it. She had changed the settings and it still didn't work prior to her calling and making the initial report. Additional information received from the patient in response to follow-up reported that the device programming had led to the event. She had tried adjusting it and it didn't do a good job. She then saw her healthcare provider (hcp) and the nurse helped with programming. It had been working fine since.